Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device continuously reboots by itself. In this condition the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not properly seated due to the lcd cable pressing against its connector when closing the front case. Ventec replaced the ift cable and ensured all cables were properly routed to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift cable was not fully seated.